Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. Upon evaluation, the trunk cable was severed from the distribution node. The cause of the inability to complete testing is the severed cable. The root cause for the severed cable is extreme physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.